Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the reported events (patient condition, bleeding, low flow alarms, multi organ failure, patient outcome) could not be conclusively established through this evaluation. The reported low flow alarms could not be confirmed through this evaluation, as no log files were submitted and no products were returned for evaluation. A specific cause for the reported events could not be determined through this evaluation. Multiple requests for additional information were sent to the center (including requests for the device serial number); however, no further details were provided. The device was not explanted for analysis. The heartmate 3 left ventricular assist system (hm3 lvas) instructions for use (IFU), rev. C, is currently available. Section 1 of the IFU lists bleeding and death as adverse events that may be associated with the hm3 lvas. Section 6 provides information regarding anticoagulation, including the recommended international normalized ratio (inr) values. Section 1 of the IFU also addresses all pump parameters, including pump flow. Section 4, ¿system monitor¿, describes the pump flow display and the hazard alarms. This IFU states that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. Section 7, "alarms and troubleshooting", describes all alarm conditions, including the low flow hazard alarm, as well as the appropriate actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient's date of birth /age and weight were not provided. The serial number of the device was requested but was not provided, therefore the expiration date, manufacture date are unknown. The investigation results will be provided in the final report.

Event description:
It was reported that the patient had a heartmate 3 implanted after the removal of another unknown lvad (left ventricular assist device) on (B)(6) 2021. The physician stated that the patient had congenital trans positioning of the great vessels and that the heartmate 3 had been implanted in the patient's right ventricle which was systemic. Additionally, the physician stated that the patient had required v-a ECMO (venous arterial extracorporeal membrane oxygenation) with diminished flows resulting in the heartmate 3 lvad which was acting as a modified left ventricular venting system. The patient was reportedly actively bleeding, but the source of the bleed was not disclosed at the time of the call. The clinician was attempting to maintain a lower flow through the heartmate 3 to prevent less oxygenated blood from entering the patient's systemic circulation, creating a state of deoxygenation. Low flows alarms had been observed; however, low flow alarms were fixed to trigger at flows below 2.5 lpm. With the patient's heartmate 3 speed at 4800 rpm, there was a greater susceptibility of low flow with maps (mean arterial pressure) over 70-75 as was seen with this patient. Paperwork was submitted to reprogram the patient¿s controller low flow threshold to 2.0 lpm. On (B)(6) 2021, it was reported that the patient had subsequently passed away. The cause of death was not attributed to the ventricular assist device or any of its peripheral equipment. The patient had long-standing multi organ issue secondary to congenital myocardial defects, specifically myocardial trans positioning. Additional information was requested but not provided.